Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2013-01987.

Event description:
The customer reported that she called the paramedics after experiencing a low blood glucose of 40 mg/dl. The customer experienced low blood glucose at supper time, and stated he didn't eat as much as he usually does. The customer stated that he got a motor error alarm as well. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. The insulin pump was not exposed to high magnetic fields. Reviewed the alarm history, and the customer did get sensor alerts for the lows. Nothing further was reported.